Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a button keypad (tactile changes/unresponsive) issue. The reporter stated that the patient experienced a blood glucose (bg) over 250mg/dl with confusion, extreme drowsiness, nausea, shortness of breath and symptoms of dehydration. The patient was taken to the emergency room and treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to a button keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2015 with the following findings: evaluation revealed that the keypad is fully intact. All keys are fully responding to user presses. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The keypad cover was removed and no contamination was found under the key contacts. No button contact defects were observed. There was no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.